Event description:
Related manufacturer reference number: 2017865-2023-14151. Related manufacturer reference number: 2017865-2023-14153. It was reported a patient's atrial lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) presented with oversensing noise. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: h1 serious injury.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and atrial lead were explanted and replaced in a procedure on (B)(6) 2023. During procedure the right ventricular (rv) lead was noted to have insulation damage. Post-procedure the patient was stable.